Event description:
It was reported that this patient with this right ventricular (rv) lead fell and during interrogation it was noted that this lead pacing impedance was greater than 3000 ohms. The physician scheduled the patient for lead extraction with re-implantation of the lead. Moreover, there were no patient symptoms or other anomaly noted other than the damaged lead. Subsequently, this lead was explanted, and a new lead was implanted. No additional adverse patient effects were reported.